Event description:
It was reported that a customer experience an unknown quantity of mini-caps cracking during use. It was reported that the home patient attempted to twist on a mini-cap and it would crack and iodine would leak. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between jun 17, 2013 and jun 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The companion samples are available for evaluation but it has not begun. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although a companion sample was originally reported to be available, only the used device was returned. That evaluation will be covered and reported under (B)(4), report number 1416980-2014-10884. As a companion sample was not received, a device evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.